Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had button less responsive and sticking. The customer¿s blood glucose was unknown. Customer stated that insulin pump was received motor error alarm and slow during rewind. The customer stated that changing the battery more frequently and insulin pump had reject new battery. The device will not be returned for analysis.